Manufacturer narrative:
The investigation confirmed that an operator splashed (B)(6) vitros immunodiagnostic products anti-hiv 1+2 quality control (qc) fluid in their eye while handling the product. The assignable cause of this event is user error. The operator did not use personal protection equipment (safety glasses or face mask) while interacting with a potentially infectious material. The warnings and precautions section of the vitros anti-hiv 1+2 controls instructions for use state: "warning: potentially infectious material. Handle as if capable of transmitting infection. The vitros anti-hiv 1+2 controls 2 and 3 contain hiv antibody positive plasma obtained from donors who were tested individually and who were found to be negative for hepatitis b surface antigen (hbsag), and for antibodies to hepatitis c virus (hcv), using FDA approved methods (enzyme immunoassays, eia). The hiv antibody positive plasma has been heat treated to inactivate viruses.¿ per a medical consult: since the plasma has been treated to reduce the titer of the potentially infectious virus and the affected operator had flushed their eyes with water immediately after the incident, the likelihood of this operator becoming infected with (B)(6) or other pathogens due to this incident should be very low. However, as no testing method can rule out the risk of potential infection, this event is considered to be a potential serious injury.

Event description:
A customer reported an incident in which an operator splashed (B)(6) vitros immunodiagnostic products anti-hiv 1+2 quality control (qc) fluid in their eye while opening an aliquoted vial of the fluid. The operator was not wearing the appropriate personal protective equipment (eye protective glasses). The instructions for use (IFU) for the qc fluid states: ¿potentially infectious material: treat as if capable of transmitting infection. Use caution when handling material of human origin. Consider all samples potentially infectious. No test method can offer complete assurance that (B)(6) or other infectious agents are absent. Handle, use, store and dispose of solid and liquid waste from samples and test components in accordance with the procedures defined by the appropriate national biohazard safety guideline or regulation¿. Ortho was not made aware of any adverse reactions or symptoms as a result of this event, and no additional medical treatment was sought. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).